Event description:
A surgeon reports observing anterior cell growth on several patients following intraocular lens implant surgery. A yag cap capsulotomy was performed on one paitent without significant improvement. The surgeon mentioned that he has noticed an increase in anterior cell growth since he changed pt's postoperative medications about six months ago. Additional information has been requested.